Manufacturer narrative:
It was reported that during patient set up, the ventilator's top display was white. The patient was transferred to another ventilator.

Event description:
It was reported that, during patient use, the ventilator's top display was white. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event. The service engineer evaluated the ventilator and verified the customer reported condition. To resolve the condition, the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) was replaced. The hardware on the backlight inverter printed circuit boards (pcbs) were updated. The ventilator passed self-testing.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.